Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced bleeding at the implant site. Subsequently, in (B)(6)2015 (specific date not reported), the patient underwent a procedure to debride the implant site. Additionally, the patient was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on october 19, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. (B)(4). Per the clinic, the patient was treated with topical antibiotics for the bleeding at the implant site (date not reported). Implanted device remains.